Event description:
A facility representative reported that lens was stuck or tight in cartridge. When pushed the lens the edges were torn. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the 2 of 2 files.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).